Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) had auto-inflation failure and replaced the patient with another device. No patient was harmed.

Manufacturer narrative:
Due to character limitation of e1(event site address): (B)(6). Due to character limitation of e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and reviewed the fault code records and confirmed the costumer's reported fault. The fse recommended the replacement of the pim. The customer opted not to proceed with the repair.